Event description:
Fractured in patient's mouth after being placed.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
(B)(6). The DHR and 3shape review show that the design was within specification. No product was returned. Based on the investigation, and the information provided by the customer, no specific root cause can be determined. When the fracture of a zirconia abutment is observed above the seating surface of the abutment, the root cause of the fracture may be related to the design of the screw access hole. If the fracture is observed at or adjacent to the mating hex or boss, the root cause of the fracture is related to the design of the hex and boss connection features, and the screw access hole.